Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was noticed that a small piece of the jaw material had fallen off and was removed by a grasper from the abdomen. This was the second time this week so the surgeon knew what he was looking at when he noticed the metal had peeled off the jaws of the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. The customer reported component disengaged into cavity. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, it was noticed that a small piece of the jaw material had fallen off and was removed by a grasper from the abdomen. This was the second time this week so the surgeon knew what he was looking at when he noticed the metal had peeled off the jaws of the device. A new similar device was opened to complete the procedure. There was no patient injury.